Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as the visual evaluation of the received ar-8737-38 with batch 1392333 noted that the distal tip of the returned driver had broken off (see evaluation pictures 3 - 5). The broken piec was returned for investigation. A functional test was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the driver with the screw head.

Event description:
It was reported during the minimally invasive chevron and akin surgery that the driver shaft broke off while inserting the screw. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.